Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5075997) on 03-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower belly"), basedow's disease ("graves disease") and genital haemorrhage ("constant bleeding ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included l-methylfolate, baclofen, buspirone, cetirizine hydrochloride (zyrtec), cholecalciferol (vitamin d), duloxetine hydrochloride (cymbalta), hydrocodone, levothyroxine sodium (synthroid) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and intervention required), pain ("widespread pain"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), intervertebral disc degeneration ("degenerative disk disease"), menstruation irregular ("irregular periods"), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), abdominal pain ("cramping") and procedural pain ("soreness from surgery"). The patient was treated with oral contraceptive nos, opioid anaesthetics and surgery (hysterectomy (cervix,uterus,fallopian tubes and essure which was inside the tubes were removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, pain, basedow's disease, fibromyalgia, fatigue, intervertebral disc degeneration, menstruation irregular, genital haemorrhage, hot flush, abdominal pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, basedow's disease, fatigue, fibromyalgia, genital haemorrhage, hot flush, intervertebral disc degeneration, menstruation irregular, pain and procedural pain to be related to essure. The reporter commented: after hysterectomy, her body feels so relieved, most of pain has subsided aside from normal soreness from surgery. Injuries (hospitalization and disability/permanent damage) were mentioned but not specified and /or assigned to one of the events. Diagnostic results: unknown date: blood work, ultrasounds, x-rays and MRI, all of which show absolutely no cause for the majority of pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5075997) on 03-apr-2018. The most recent information was received on 26-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower belly"), basedow's disease ("graves disease") and genital haemorrhage ("constant bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included baclofen, buspirone, cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), folic acid and derivatives, hydrocodone, levothyroxine sodium (synthroid), vitamin d nos (vitamin d) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("widespread pain"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), intervertebral disc degeneration ("degenerative disk disease"), menstruation irregular ("irregular periods"), hot flush ("hot flashes"), abdominal pain ("cramping") and procedural pain ("soreness from surgery"). The patient was treated with (), oral contraceptive nos and surgery (hysterectomy (cervix,uterus,fallopian tubes and essure which was inside the tubes were removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, basedow's disease, genital haemorrhage, pain, fibromyalgia, fatigue, intervertebral disc degeneration, menstruation irregular, hot flush, abdominal pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, basedow's disease, fatigue, fibromyalgia, genital haemorrhage, hot flush, intervertebral disc degeneration, menstruation irregular, pain and procedural pain to be related to essure. The reporter commented: after hysterectomy, her body feels so relieved, most of pain has subsided aside from normal soreness from surgery. Injuries (hospitalization and disability/permanent damage) were mentioned but not specified and /or assigned to one of the events. Diagnostic results: unknown date: blood work, ultrasounds, x-rays and MRI, all of which show absolutely no cause for the majority of pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.